Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent/ broken with fibre on the lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged with the same model/ length lens and the problem was resolved. H11- health effect- imapct code (f): "2199" should be removed and "4629" should be added. H11- manufacturer narrative: "secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation" should be added. (B)(4)